Manufacturer narrative:
This device used for treatment and not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. The investigation is ongoing.

Event description:
A device report from synthes (B)(6) indicated a hospital in (B)(6) reported: when the surgeon fixed one burr hole cover, the heads of nine screws (4mm) were worn, so he could not fit the burr hole cover. The operation time was delayed and the patient took a further burden, procedure was completed. This is 7 of 8 reports for complaint (B)(4).

Manufacturer narrative:
Device used for treatment not diagnosis. An investigation was conducted and it states that no product fault could be detected. Placeholder.

Manufacturer narrative:
This device is for treatment, not diagnosis.the device history record was reviewed and no complaint related issues were found. The returned screw is in fair condition. Since no issues were found during dimensional analysis on complaint related features this complaint is indeterminate from a manufacturing standpoint.